Event description:
Following a routine heart catheterization procedure an angio-seal device was deployed. During the deployment, the physican experienced shuttling and lost arterial access. The device was forcefully placed back into the artery and the angio-seal device was deployed. Moderate hemostatsis was achieved but pt lost pulses in the leg. The pt went to surgery the same day for removeal of the angio-seal; device was removed that same day and was reported to be recovering. The pt was discharged on 01/28/2000. It should be noted that a pre-deployment angiogram was not performed.